Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient's unit is not working and they need someone to help her with it. It was verified what unit was not working and the patient further stated it was not charging. Verified the picture the patient got on recharger screen when they tried to charge and patient said she got nothing. The patient stated she does not know if issue is with the recharger or the unit. The patient stated that when they did a device replacement they only put one program and supposed to come back to add another program but did not. The patient further stated she could never get it to work after that. The patient stated it worked for a while and all of a sudden it went out and she could not get it to charge up or do anything. The patient stated she went back to pain management health care professional (hcp) because her back started hurting again. The patient stated the hcp told her she has to come back to him. The patient indicated that her back started hurting sometime last year-2016 and was still hurting as of this report. Verified picture that comes up on recharger screen and patient stated they have to go and restart it. It was clarified what patient meant. Patient said she had not recharged for over 1 to 3 months and therefore device is in overdischarge state but patient stated she cannot get it to charge and needed someone to help her with it and confirmed nothing comes up on the screen. The patient noted she did not have recharger with her at the time of the call. The patient indicated that their pain hcp has not gotten anyone to look at her unit since they put it in but once or twice where the manufacturing representative (rep) was looking at it. Could not troubleshoot due to lack of access to product. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s ins had not worked for about a year as of (B)(6) 2017. The patient had been trying to get it jump started/recharged with her machine. It was noted that the patient¿s physician was no longer in practice. The patient was provided with physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that patient's managing hcp is no longer with this facility and their office has no knowledge of patient's device or any other health issues at his time. The patient has not contacted them. They have called and left patient 3 messages but have not heard anything back. They also let patient know in their messages that if patient does decide to come, they will be seeing a different doctor. No further complication were reported/anticipated.